Event description:
The user facility reported that during an unspecified procedure the user noted some black pieces coming out of the scope. These unspecified black pieces of material were said to have been noted also during reprocessing. There was no further info provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain add'l info regarding the report, but with no result. The device was returned to olympus for eval. The instrument channel was examined with the use of a borescope, and rigid telescope and confirmed the presence of black glue flaking and falling apart at the connection of the channel pipe (c-body) and instrument channel. The black glue was found to be sticking to the wall of the instrument channel. The device passed the leak test. The instrument history showed that the device was last refurbished on (B)(6) 2011. The device had 776 cumulative-uses, and the device had currently accumulated 841 uses. The reported phenomenon was attributed to a part failure; the biopsy channel was recovered and will be forwarded to the original equipment MFR (OEM) for further investigation. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an excess of caution.